Event description:
This info was reported as a customer complaint. Product was used on the rcfa following a diagnostic catheterization procedure. Approx 5 days later the pt presented with signs and symptoms of infection. A surgical evacuation was done.